Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 31mm watchman flx laa closure device & delivery system (wds) was first elected for use. The physician deployed and recaptured the closure device multiple times, and the tug test was not passing release criteria. After removal of the 31mm wds, the transesophageal echocardiography (tee) imaging technician noted what looked like a thrombus on the mitral annulus or possible tissue shearing. The physician then switched to a 27mm wds which was also failing the tug test criteria. The physician decided to abort the procedure and attempt to aspirate the thrombus. Aspiration was first tried with a 60cc syringe on the side arm of the sheath and failed. They then tried an aspiration catheter system which was also unsuccessful. The patient was placed on anticoagulation medication and will be reimaged at a follow-up. There were no further complications, and the patient was discharged.